Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey. H11 since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in turkey it was reported that the patient was hospitalized due to hyperglycemia on (B)(6) 2024. Patient reported symptoms sick/unwell. The blood glucose level was 500mg/dl at the time of the event. The patient got treated with manual insulin and serum. No further information available.